Manufacturer narrative:
On 12th feb 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. By closure of this complaint, the sensor has not been returned to senseonics. The data management system (dms) confirmed that the user stopped using the system on the (B)(6) 2026. Investigation on the physical device was not possible as it was not returned, but treview of the in vivo glucose data showed occasional sg/bg mismatch. It indicated declining signal, indicative oxidation of the glucose-indicating component in the sensor hydrogel, which likely contributed to the reported sensor inaccuracies. The user was provided with a sensor replacement as part of the resolution.

Event description:
On february 12, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.